Event description:
Invalid result (s). We got a call from a customer that is having an issue with 5 flowflex covid 19 antigen test kit. This is an out of box issue. The customer just the individual test kits from a pharmacy puerto rico. When the customer performed the first 5 tests correctly and got invalid test results on all 5 test kits. Customer performed all the test correctly with 4 drops of the buffer solution. The customer was able to send a picture of the 1 kit that worked, it had a faded c-line, and 1 invalid tests with no results. The customer had thrown away the 4 invalid test cassette's and could not retrieve for a picture. So, in total, we had 5 invalid test kits, I collected this information and advised the customer that I will forward to the appropriate department for review. Customer was able to send a picture of the boxes.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with 5 flowflex covid 19 antigen test kit. This is an out of box issue. The customer just the individual test kits from a pharmacy puerto rico. When the customer performed the first 5 tests correctly and got invalid test results on all 5 test kits. Customer performed all the test correctly with 4 drops of the buffer solution. The customer was able to send a picture of the 1 kit that worked, it had a faded c-line, and 1 invalid tests with no results. The customer had thrown away the 4 invalid test cassette's and could not retrieve for a picture. So, in total, we had 5 invalid test kits, I collected this information and advised the customer that I will forward to the appropriate department for review. Customer was able to send a picture of the boxes.

Manufacturer narrative:
Batch records reviewed: final product manufacture and qc record for cov3090005. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3090005 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.